Event description:
Patient reported one of her previous orders had a defective mini spike dispensing pin. The screen on the side vent was missing. Patient did not have lot number of defective spike. Defective spike was thrown away. Patient was able to use a backup supply of spike with no further issues. No missed dose or adverse event reported. Expiration date unknown. No further information. Reported to cvs/caremark by pt/caregiver.